Event description:
Customer reported a nurse witnessed a secondary infusion flowing into the primary bag. No pt harm or medial intervention was reported by the customer. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). No product return per customer as set was discarded. The customer complaint of check valve failure could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.